Event description:
It was reported that the patient presented with pain at the implanted device pocket site during follow-up in the clinic. The implantable cardioverter defibrillator was found visible from the opened incision site of the implanted device pocket. The physician explanted and replaced the entire system ¿ implantable cardioverter-defibrillator, right ventricular lead and atrial lead due to pocket erosion. The patient was in stable condition.

Manufacturer narrative:
The reported event was pocket erosion. Analysis found that the device was received with battery voltage above elective replacement indicator (eri) level. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.